Event description:
The tip of the nuvasive screwdriver broke-off while the physician was using it for an anterior and posterior spinal procedure. Pieces were retrieved and x-ray was ordered at the end of the procedure which was negative for any foreign retained objects. No patient harm or injury. Email: (B)(6).